Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was beeping and exhibited a high out of range shock impedance measurement of greater than 200 ohms on the right ventricular (rv) channel. Surgical intervention was performed and the competitor rv lead was disconnected and placed back into the header of this device, which produced normal measurements afterwards. However, the device and rv lead have sense continued to exhibit more high out of range shock impedance measurements. The device's tachy therapy was programmed off and the patient will continue to be monitored. The device remains in service. No adverse patient effects were reported.